Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, the patient had leukemia and developed an infection from the chemotherapy. There were no additional adverse patient effects reported. The lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).